Event description:
Complainant alleged that during a routine preventative maintenance check, the device's pacer output was intermittently out of the specified tolerance for the selected setting. The complainant indicated that there was no pt involvement.